Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0286293, medical device expiration date: 2023-09-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0322326, medical device expiration date: 2023-10-31, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in had foreign matter and leaked. The catheter tip broke on 2 occasions. The following information was provided by the initial reporter: material no.: 382523, batch no.: 0286293,0322326, unknown. It was reported that there was an extra piece of plastic on the side of the catheter upon inspection. It was also reported that the catheter leaked at the hub during use. It was also reported that the catheter tip broke. Per attached complaint details: details of complaint (reported issue): we have had 2 separate issues with these cannulas. First incident there was a strand of extraneous plastic stuck on the side of the IV cannula upon inspection. (Lot no. 0286293) second incident the IV cannula had been inserted but once hooked up to fluid, it was leaking profusely from the cannula hub. Patient had to have their IV restarted. (Lot no. 0322326) there have also been 2 additional incidents where the IV cannula appeared to be broken off at the tip. Unfortunately, I don¿t have the lot no. For those cannulas.